Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from the bottom. The customer's blood glucose level was 112 mg/dl. A follow up with the customer confirmed that a new cartridge from a new box was loaded to successfully resolve the issue.